Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on december 1, 2007 alleging the one touch ultra2 meter was prompting an error 1 message. The medical affairs specialist spoke to the patient on december 7, 2007. The patient reported the meter issue began in 2007, at 6:30 p.m. He was able to test at lunchtime, when he received a blood glucose result of 143 mg/dl. He took 10 units of novolog based on the reading. In the evening, before dinner, he attempted to test, but was unable. He stated, he guessed at the insulin amount and took 15 units of novolog. He then ate dinner. Approximately one hour after taking the insulin, the patient passed out. The paramedics were called they tested his blood glucose; the result was 30 mg/dl. He was treated with IV fluids containing glucose. He regained consciousness approximately 10 minutes later and started feeling better 20 minutes after the IV fluids. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient claimed he had a hypoglycemic event after the reported issue had begun.